Event description:
A patient in france had a right femoral catheter inserted and prescribed continuous venovenous hemodiafiltration. Approximately 6 minutes after starting treatment, the patient became hypotensive with a bp 78/57. The nurse observed a blood leak on the venous side of the catheter but could not identify the origin of the blood leak. Treatment was immediately discontinued and the blood in the extracorporeal circuit was not returned to the patient. The patient had an estimated blood loss of 800 ml and received a transfusion of blood. A new femoral catheter was inserted. The catheter involved with this event was discarded and not available for analysis.

Manufacturer narrative:
The catheter was discarded and is not available for a technical investigation. No defect was noticed on the catheter prior to starting treatment .the device history record show that the catheter was manufactured in accordance with specifications. No similar complaint has been reported for the involved catheter lot number.